Manufacturer narrative:
Conclusion: the valve was not returned for analysis. Based on the the photos provided, it was determined that calcification on the leaflets likely caused the reported high gradient. (B)(4).

Manufacturer narrative:
Additional information was received that 72 months post implant of this bioprosthetic valve, the patient developed symptoms of dyspnea, and angina. The valve was explanted due to transvalvular aortic gradient increase with a measurement of 90mmhg. The valve was successfully replaced with another valve with no further adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted and replaced with another valve. The duration of implant and the reason for explant were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of event is approximate, as the explant date was not reported. The implant date, serial number, patient information, reason for explant, and return of the device have been requested. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).